Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 300 mg/dl. Customer dosed insulin and later was out of it. Their family member tested their glucose and the level was 18 mg/dl. Their family member treated customer with a glucagon shot. Customer then drank hot chocolate. Controls were not used. The device was replaced and requested to be returned for evaluation.